Manufacturer narrative:
Allegiance investigation: device history record review, evaluated stock on hand, pulled product samples from same lot and forwarded to supplier. Surgimedics/tmp investigation: no sample from the complaint lot was available for evaluation. Similar samples from another product code using the same raw material lot number were evaluated. Visual inspection and functional test on similar parts using 1/4" ports from same lot as complaint lot. A review of the 1/4" ports in the product that had ports from the same raw materail lot as the complaint lot indicated that there was a slight ridge of material along the parting line on the first barb. However, since no sample was returned with tubing in place, neither the tubing nor the fit of the tubing to the connector barb could be evaluated for adequacy in providing a leak-free connection. A functional test indicated leaks at pressures down to 4 psi. Notification of vendor to ensure that parting line flash on current parts is minimized and construct new tooling to eliminate the parting line on the first barb.

Event description:
Component #32122ns contained in pack has seams that are not smooth. They have molding flash at the seams that is causing air to get into the line when pt is put on by-pass. It is further reported that you can visually see an elevated ridge on the connector where the molding of the two sides are bonded together.